Event description:
It was reported that upon implanting the lead, the patient developed bleeding which was difficult for the physician to control. The lead was removed and replaced.

Manufacturer narrative:
(B)(4).